Manufacturer narrative:
The insulin pump was received with a frozen screen and constant tone alarm due to a faulty component on the interface board. Unable to confirm the keypad anomaly due to the frozen screen. The unit also had a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was stated that the insulin pump had a frozen screen and unresponsive buttons after a battery change. Troubleshooting was performed, and the time on the screen was advancing, but the buttons remained unresponsive. Nothing further was reported.